Event description:
Patient presented to the physician with fluid accumulation around the ipg. Physician brought the patient into the or, physician observed infection, and removed the entire inspire system.